Event description:
It was reported that a device alarmed for a system error 105 during a physical inspection. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval found that the system error 105 was caused by a failed I/o pcb. The failed I/o pcb was replaced.